Event description:
No additional informaiton provided.

Manufacturer narrative:
1. The customer has returned 1 photo, no defective sample. The photo shows the sleeve stopper of the prn being pulled out and separated from the bottom housing. 2. DHR/bhr review lot 4016689: 1 this batch of products were assembled at intima ii auto line 3 in march 2024, and packaged at r240 package line in march 2024. Work order quantity was (B)(6) ea. 2 review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3 review the production records with no nonconformance, deviation or rework activities. 4 the prn batches used in this batch of products are 4054131, review the raw material inspection records, no abnormalities. 3. The retained sample of this batch is taken for the prn pull force test (i.e., test the separation force between the sleeve stopper and the bottom housing), and the test result is within the product specifications. Please see attachment for the test report. 4. Complaint occurs when the separation force between the sleeve stopper and the bottom housing is less than the pulling force of the puncture needle. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion: the returned photo shows the sleeve stopper of the prn being pulled out and separated from the bottom housing. The root cause of this defect cannot be determined as no abnormalities are found in the process and retained sample, no similar complaints have been received from other hospitals regarding this batch of products, and no defective sample has been received for further testing. This defect is a low probability event and the plant will continue to pay attention to it.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Check before use and find that the heparin cap is broken.